Manufacturer narrative:
H11: the device was received for evaluation. During evaluation, the reported problem of ' failed downstream occlusion as device alarms at. 21 psi' was not reproduced. The device was tested for downstream occlusion detection and passed. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. No pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump failed downstream occlusion testing at 21 pounds per square inch. This occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.